Manufacturer narrative:
Redax received the answers to the questions addressed to the user, relating to the time the devices remained on the patient (few days) and the photo showing the breakage. We verified the pictures. It is not possible to have particular indications about the breaking of the drain. As part of our investigation, we have verified the production lot record and all quality control documentation. No anomalies were detected. Based on the analysis of the production batch record (DHR), as well as the quality control and testing records, the product has been released after a full analysis and it is in compliance with the specifications. No deviation are observed at any stage. No product noncompliance was found. Furthermore, it is noted that the tensile tests conducted internally and associated with the production batch gave evidence of compliance with the internal procedure and the standard en iso 20697. In 2023 and 2024 we sold respectively (B)(4) pieces. No complaints were received from other countries for similar issues. We can reasonably say that this is an isolated case.

Event description:
During the drain removal, the tube has broken. The drain was kept in place for 3 days. The drain was in place with a holding suture. The break is below where the holding suture was placed. The patient required further surgery to remove the retained portion of the drain.